Event description:
It was reported that the device was explanted after an implant duration of approximately 1.3 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
It was learned that the device was explanted due to endocarditis. It was also learned that the patient expired 2 days later, due to cardiovascular collapse, as a consequence of sepsis and endocarditis. The patient also had another device implanted.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (through fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.